Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported smelling the premix gas when turning the equipment on and during the new fill process. Additional information has been requested.

Manufacturer narrative:
Additional information provided. During the technical onsite visit the field service engineer (fse) re-tightened the high pressure connection of the premix transducer and no leakage is detected in that connection. The root cause is the high pressure connection was not tight enough. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).